Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed atrial activity on the ventricular channel resulting in pacing inhibition for more than seven seconds. This occurred during the right ventricular automatic threshold test. Boston scientific technical services (ts) recommended to adjust the sensitivity to prevent recurrence. No adverse patient effects were reported. The device remains implanted and in service.